Event description:
The patient had a primary knee surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully. On (B)(6) 2021, the patient came in and had the spacer removed and permanent hardware implanted. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 february 2022: lot 2103463: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional devices involved: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot. 2005227: (B)(4)items manufactured and released on 23-july-2020. Expiration date: 2025-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event. Gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416) lot. 2012086: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.